Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with multiple shock episodes. Upon interrogation, it was observed the implantable cardioverter defibrillator was in backup vvi. The device was restored successfully. The patient was stable.